Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was implanted and removed due to an unspecified issue with the capsular bag. The procedure was completed with another lens model and there was no patient harm. Additional information has been requested.